Event description:
It was reported that on (B)(6) 2022 , a 25mm amplatzer talisman pfo occluder was chosen for implant using an amplatzer talisman delivery sheath. While deployed in the ventricle the right atrial disk remained inflated and did not return to its proper shape. The device was replaced with another amplatzer talisman pfo occluder and the procedure was completed without further incident. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.